Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Additionally, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose. No additional information was provided by the customer. Pump data was not available for tandem technical support to perform a review to determine a possible cause. Reportedly, the customer declined troubleshooting with tandem technical support.